Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Dewey, r.b. Iii, o'suilleabhain, p.e., sanghera, m., patel, n., khemani, p., lacritz, l.h., chitnis, s., whitworth, l.a., dewey, r. B.,jr. Developing a deep brain stimulation neuromodulation network for parkinson disease, essential tremor, and dystonia: report of a quality improvement project. Plos one. 2016;11(10):e0164154. Doi:10.1371/journal.pone.0164154. Summary: to develop a process to improve patient outcomes from deep brain stimulation (dbs) surgery for parkinson disease (pd), essential tremor (et), and dystonia. Reported events: case 4: a (B)(6) male patient with subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease (pd) experienced a small track hemorrhage around the right dbs lead with transient delirium, disorientation, visual and auditory hallucinations. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.